Event description:
It was reported that 12 smartsite needle-free connector had flow issues or were clogged during use. The following was reported by the initial reporter: "valves are fully blocked ¿ not able to activate, not able to use. 12 complaints from different wards and users to date (so not specific end user issue)."

Manufacturer narrative:
H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20116588 and that the occlusion was identified multiple times whilst connected to terumo syringes. The connecting products used were also not available for investigation. A review of the production records for lot 20116588 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA#1998036 was initiated. H3 other text : see h.10.

Manufacturer narrative:
" Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 12 smartsite needle-free connector had flow issues or were clogged during use. The following was reported by the initial reporter: "valves are fully blocked ¿ not able to activate, not able to use. 12 complaints from different wards and users to date (so not specific end user issue)."